Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device entered backup mode with no high voltage therapy available. Abbott technical support alleged the event was due to magnetic resonance imaging (MRI) scan exposure without programming the device into MRI mode. The device was reprogrammed to restored and reprogrammed to resolve the event. The patient was in stable condition.